Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. The customer's blood glucose level was elevated (351 mg/dl), and was addressed by changing supplies. Tandem technical support instructed customer to disconnect infusion set tubing and run fill tubing again. Reportedly, the customer did not observe drops of insulin exit the cartridge patient line. Customer changed cartridge and was able to resume insulin delivery.